Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A customer reported that while lifting the flap of the right eye, there was a small incomplete part inferiorly. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Flap thickness was verified and confirmed a 20 um too thin z-offset setting on the device. Log file review showed inclined offset in factory was+45. The inclined offset is at +20 which is unusually low and indicates a thinner cut in general. Clinical review stated the cases seem to be vertical gas breakthrough caused by to thin flaps. The root cause was determined conclusively as a wrong calibrated tool was used to calibrate the device. Wrong calibration of the tool leads to wrong z-offset setting on the device which is the cause for thin and therefore incomplete flaps. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states the patient is doing fine, vision is in recovery stage, and is reported as getting better every day.